Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. The physician attempted to implant a left bundle branch pacing lead (model 3830). However, due to poor pacing waveforms, the implanting team tried for a long time but failed to improve pacing. They then used a non-mdt lead but was also unsuccessful. The physician eventually completed the procedure using a new lead that is the same model as the initial lbp lead. The patient¿s condition was stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".